Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent an open reduction of dislocation with revision of the acetabular liner, evacuation of hematoma, and open reduction and internal fixation of a trochanter fracture on (B)(6) 2011. The head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02941 / 02942).